Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were waiting for their doctor to call them back because they were probably going to have to take it back out. Patient stated they have a pacemaker and it has been causing interference with that and giving them chest pains and erratic tremor and lectures on their pacemaker. Patient also stated they were very nauseated and dizzy all the time. The patient was redirected to their healthcare provider (hcp) to further address the issue.